Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during basal delivery. The customer¿s blood glucose (bg) level was 242 mg/dl at time of report. Reportedly, the customer reverted to manual injections for alternate insulin therapy.